Manufacturer narrative:
Ppae (ischemia): in order to make a cause determination, all of the clinical details outlined in es2023-0158 would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Additional information has been provided in h6 (component code, type of investigation, investigation conclusions).

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient was implanted with an impella cp for mechanical circulatory support. The impella was explanted because the arterial cannula of the extracorporeal membrane oxygenation (ECMO) exerted pressure on the lock of the impella. This pressure led to extremity ischemia. It was reported that the ischemia was decreasing after explant. Neither the impella or the repo lock were guilty but the vascular condition and the ECMO cannula. The product was discarded.